Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 596 mg/dl at the time of the incident. The customer was given intravenous insulin to treat. The customer experienced symptoms such as nausea, vomiting, difficulty breathing, and chest pains. The customer was wearing the insulin pump during the incident. The customer reported the reservoir was leaking into the reservoir compartment. The customer alleged pump under delivery. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.